Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, monitors, and image intensifier were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image on the 9600 system was deteriorating over time. No patient injury was reported.